Event description:
At the end of the procedure the physician attempted to deflate the occlusion balloon but the adapter jammed and would not function properly resulting in the physician using the method referenced in the instruction for use and cut the hypotube to deflate the occlusion balloon. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and the jaws of the adapter malfunctioned resulting in the inability to deflate the occlusion balloon. The physician used the method referenced in the instruction for use and cut the hypotube and the occlusion balloon deflated. The pt is reported to be fine.